Event description:
Related manufacturer reference number: 2017865-2022-21190. It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed noise oversensing on both the right ventricular (rv) lead and the atrial (ra)lead. No changes or interventions were performed. The patient was in stable condition.